Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was getting poor coupling since a couple of months ago. The patient reported that the recharger was not taking a charge from the dtc since about a couple weeks ago. The rep said they tried to work with the recharging equipment since early september but they could not get it working. An email was sent to repair where the patient would be receiving a replacement recharger in the mail. The patient called back later stating that they had already had a been sent a replacement. The patient mentioned they were in bed and could not walk so their caregiver was going to pick up the package later. Patient services asked if the patient not being able to walk was related to an issue with the patient¿s therapy. The caller stated because the patient could not charge their stimulator the therapy was no longer being delivered and resulting in the patient¿s inability to walk. A charger replacement was sent. Patient services told the caller to call back if the replacement did not resolve the charger issue. There were no further complications reported.